Event description:
It was reported that during implant the pulse generator exhibited loss of ventricular sensing. Device was not implanted and physician elects to use another device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found ventricular channel was significantly under sensing out of specification. Damage to ventricular traces and capacitors due to defibrillation or electrocautery.